Manufacturer narrative:
Correction: the serial number of the right-ventricular (rv) lead report as "(B)(6)" in the report 2017865-2025-40344 was corrected to serial number "(B)(6)".

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead helix had foreign contamination stuck in the helix. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.